Event description:
C-arm brought in to or suite to verify correct level during spinal procedure. Spacer was placed and x-ray called for; when x-ray was needed, it would not perform task. There was no known harm to the patient.